Manufacturer narrative:
Argus case (B)(4).

Event description:
I thought it was water and I took a big swig of it. [Accidental device ingestion] I was soaking my night guard [device use in unapproved indication]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident for partials denture cleanser tablets) tablet (batch number unk, expiry date unknown) for dental cleaning. On (B)(6) 2020, the patient started polident for partials denture cleanser tablets. On (B)(6) 2020, less than a day after starting polident for partials denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and device use in unapproved indication. The action taken with polident for partials denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion and device use in unapproved indication were unknown. It was unknown if the reporter considered the accidental device ingestion and device use in unapproved indication to be related to polident for partials denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was receive via call on 03 march 2020. Consumer called in about polident partials and reported that, "I was soaking my night guard and I just came home and I thought it was water and I took a big swig of it. What should I do?"